Event description:
Plate was reported to be causing patient pain and was removed.

Manufacturer narrative:
Patient had three plates installed on (B)(6) 2010. On (B)(6) 2012, the plates and screws used to install the plates were removed at the patients request due to pain. The plates were examined and suspected of being the wrong size for the patient. No root cause could be determined. Additional MDR's associated with this event are: 3005670412-2012-00004 and 3005670412-2012-00007. Conclusions: no conclusion can be drawn.